Event description:
The customer reported via phone call that they had small cracks on their insulin pump. The customer also reported the insulin pump's screen had scratches, making it difficult to read. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.